Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Event logs indicated that the "door open" button was prompted five times in twenty two seconds. The controller on the imaging system returned an error message indicating that a signal had been sent to the motor. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a hip osteotomy. It was reported that the gantry should not be moved in any directions. It was noted that the issue occurred after intra-operative image acquisitions were performed. It was noted that navigation was successful with the image acquisitions that were performed and that lift-and-shift functionality worked and the facility was able to drive the imaging system out of the surgical area. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.